Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and the event electrodes were returned for evaluation. The malfunction was duplicated and visual examination of the electrode pads found a flared contact on the electrode connector. It is important to note that the contact is located on the end that connects to the multi-function cable of the device. The multi-function cable was returned and passed all testing. The electrodes were scrapped subsequent to testing. The defibrillator was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.